Event description:
The customer stated that his blood glucose readings had been higher than usual. He also alleged that he had received some control test results that were high, out of specification. It was discovered the customer was using high control solution. He performed several control tests while troubleshooting and received a result of "hi". The high control range was 283-391 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.